Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while removing the needle cap from a syringe 0.3ml 31ga 8mm, the needle hub separated from the syringe. The following information was provided by the initial reporter: "consumer reported found 5 syringe so far needle hub stayed within needle shield when removed".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned three (3) 0.3ml insulin syringes from an open polybag from lot 9324122. Consumer reported needle hub stayed within needle shield when removed. All 3 returned syringes were examined, and it was observed that all 3 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported while removing the needle cap from a syringe 0.3ml 31ga 8mm, the needle hub separated from the syringe. The following information was provided by the initial reporter: "consumer reported found 5 syringe so far needle hub stayed within needle shield when removed".